Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 120 units of insulin, and after loading the cartridge, the insulin gauge displayed 0 units. The customer loaded a new cartridge successfully onto the pump. Review of the pump data logs by tandem technical support showed that the pump had performed as intended during the occurrence which occurred on (B)(6) 2017. There was no impact to the customer's blood glucose level.